Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred and that the cartridge was leaking from an undefined location. Customer did a pump supply change to address the issues and continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.